Event description:
Affiliate reported that it was not possible to see the valve position. It seems that the white x-ray point is discernible. As a result, the valve was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.